Event description:
Femoral prosthesis disassociated.

Manufacturer narrative:
Conclusion statement: therewas no device failure. Three requests have been made to user facility but no medwatch form has been received.